Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
The customer reported via phone call that there was moisture on liquid crystal display screen of insulin pump. The customer¿s blood glucose level was 172 mg/dl at the time of incident. Customer stated that there was no cracks and damages. Customer stated that they did not hear fluid when shaking the insulin pump, however the moisture was on right hand corner of the screen. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.